Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor was not able to put in a glucose level. They stated the sensor was defective. They customer stated that his wife found him unconscious with a blood glucose level of 31 mg/dl or 34 mg/dl. The customer treated the low blood glucose with food and glucose tablets. They declined troubleshooting for the low blood glucose. The sensor¿s cannula was straight. They will be sent a replacement sensor. The device will not be returned for analysis.